Event description:
It was reported that the patient experienced scrotal discomfort with an artificial urinary sphincter (aus). Troubleshooting was attempted by manipulating the device through the skin to no avail. A surgical procedure was performed in which the existing pump was removed and replaced. During the procedure, the tubing was found to be wrapped around the pump making it difficult to be cycled. The patient fully recovered following the intervention.